Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump required more insulin to fill the tubing than expected. Additionally, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to resolve the issues. The customer also reported that the battery gauge was fluctuating, the insulin gauge was inaccurate, and the battery was depleting quickly which resulted in the pump shutting off. Reportedly, the customer declined troubleshooting for these issues. Customer's blood glucose was 351mg/dl.